Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported on 5 year follow up CT that a type ib endoleak was present on the left limb side. The next day the physician performed intervention with the addition of bilateral limbs extending into the external iliacs. The endoleak was resolved. Per the physician the cause of the event is due to a short iliac artery that has dilated due to disease progression. The physician also stated that the iliacs' were short and that it was noted at the index procedure that the left side seal zone in the iliac was particularly short (approx 2cm). No additional clinical sequelae were reported and the patient is fine.